Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. The following repair and service diagnostic codes were identified based on service request (B)(4): burn on insulation at tip of shaft. Replaced handle. This does confirm the alleged failure mode of (burn on insulation)". Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported there is a burn on the insulation at the tip of the shaft.